Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The broken bag was confirmed.. Root cause was not established. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Reporter phone: (B)(6).

Event description:
It was reported that the bag was damaged and confirmed to be damaged prior to use. There was no patient involvement and no patient harm/adverse event reported.